Event description:
It was stated that the patient was in the hospital due to back pain, but was also experiencing high bgs or 301 mg/dl. The caller wanted to make sure that the pump was functioning. Troubleshooting was performed, and the time and date were not programmed correctly. Assisted with correct time and date. All other settings were correct. The pump passed the prime test, but the called didn't have time to continue with the high pressure test. Advised to call back to finish the troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.